Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) or erbe kept faulting when trying to use the handheld instrument. Technical support engineer (tse) reviewed the logs and found repeated c-01 error. Tse had the customer hard power cycle the erbe generator. The customer was still in the process of getting the cannula installed and wasn't using the erbe generator at the time. Customer would call back if they continued to have erbe generator faults. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe generator to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed, and the reported event was confirmable using system logs which revealed multiple c-01 errors. Other multiple errors were also of concern. A visual inspection noted no issues related to the reported event. Fa inspection was able to confirm the reported event via c-00 errors in erbe logs but could not replicate on site. The unit tested on system, all operations successful via all ports. The erbe will be sent to OEM for further investigation. The complaint was confirmed based on failure analysis. The probable root cause cannot be determined based on failure analysis results. However, the cause is likely due to an electrical component failure within the erbe.